Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email a metal piece of 2 mm fell into the patient intraoperatively. The metal piece could be retrieved. Issue occured during a shoulder arthroscope, case was completed with a same like product with a two minute delay. No potential patient adverse event.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Although a specific cause for the reported metal tip failure cannot be determined, an active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. Further, a review into the depuy synthes mitek complaints system revealed one similar and one dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned for evaluation.

Event description:
The affiliate reported via email a metal piece of 2mm fell into the patient intraoperatively. The metal piece could be retrieved. Issue occured during a shoulder arthroscop, case was completed with a same like product with a two minute delay. No potential patient adverse event.